Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead was stuck inside the header of the implantable cardioverter defibrillator. The lead was tightened and unscrewed multiple times, the lead was pulled on and a portion of it came out, but the pin was still stuck in the header. It was also noted that the lead had a fracture. The lead was cut and replaced. The patient was in stable condition.

Event description:
Related manufacturer reference number:2017865-2021-35655. It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead was stuck inside the header of the implantable cardioverter defibrillator. The lead was tightened and unscrewed multiple times, the lead was pulled on and a portion of it came out, but the pin was still stuck in the header. The lead was cut and replaced. The patient was in stable condition.